Event description:
The patient presented to the physician with an infection at the ipg site, which was red and swollen. The physician prescribed antibiotics. Four days later, the physician brought the patient into the or, removed the ipg, irrigated the pocket with irrisept solution, placed the ipg back, and closed the site.